Event description:
Event: (cc# 98-00133) the "rapid gas loss" alarm sounded from the pump. The pump was checked and no problem was found. The alarm continued and the iab was removed. On 2/12/98, datascope received the mandatory medwatch form from the user facility; uf/dist report number: 0100460000-1998-02 and the following information was reported: the iab was inserted into the patient on 1/16/98. A series of "rapid gas loss" alarms sounded about 1700 on 1/17/98 and proceeded until the iab was not working. The pump was checked for loose connections, and blood in the tubing, but none was found. The doctor elected to remove the iab and the patient remained in ccu in stable condition and had CABG on 1/19/98 with good results. No second iab was inserted. On 3/20/98, the following was reported to datascope: a series of "rapid gas loss alarms" sounded from the pump. These alarms proceeded with greater frequency until finally it was not possible to keep the balloon pumping. The system was checked for loose connections and for blood in the tubing but nothing was found. The doctor recommended to exchange the iab but the decision was made to remove it instead. The patient had open heart surgery on 1/19/98 with good results. There was no patient injury or complications as a result of the event on 1/17/98. On 11/23/98, datascope received the following information: the iab was inserted into the patient on 1/16/98 at 4:30 p.m. On 1/17/98 at 9:45 p.m., the iab leaked and the iab was removed. No second iab was inserted. [Event complications]: none from the event - reported 2/5/98, 2/12/98, 3/20/98, 11/23 [patient's current status]: stable - rpt'd 2/12/98.

Manufacturer narrative:
Device label code for f10. Position 1: 1701 device label code for f10. Position 2: 1738 device label code for f10. Position 3: